Manufacturer narrative:
Additional information was provided in sections h.6 and h.10. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no sample received for testing. Therefore, the customer reported event cannot be confirmed. Based on the information obtained and no sample returned, the root cause of the reported event is inconclusive. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. Based on the information obtained and no sample returned, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). .

Event description:
A physician reported that during a vitrectomy an ophthalmic laser probe tip was caught in the port. The surgery was completed without product replacement. There's no patient harm.